Event description:
It was reported that during implant, unable to obtain atrial sensitivity measurement with automatic quick opt test. Manual quick opt test was successful as recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.